Event description:
It was reported that the patient called boston scientific technical services (ts) because there was a connection issue with the ios patient app. Ts provided troubleshooting guidance: several connection checks were attempted, but they all failed, since the patient app was unable to connect to the insertable cardiac monitor (icm) device. Since the issue could not be resolved despite the assistance ts provided, ts referred the patient to the clinic to get their icm device checked. Subsequently, the patient called ts again, since the health care professional (hcp) had instructed them to attempt additional troubleshooting before scheduling an appointment. Ts provided further assistance, but they were unable to resolve the issue, since the patient was still unable to connect to the icm device. A future call was received, in which the patient was at the clinic, and the field representative was attempting to resolve the connection issue. The field representative attempted to connect to the icm device using the ios patient app and the clinic mobile monitor (cmm) but they were unable to do so. The patient confirmed they were able to locate their icm device implant; then, ts instructed the field representative to allow several minutes for the icm device to reset, and to perform a final attempt using a patient mobile monitor (pmm). The patient called ts back for assistance setting up the pmm, ts walked the patient through the setup process, but it could not be completed since the pmm was also unable to connect to the icm device. Due to the unresolved connection issue, ts discussed this icm device should be explanted and returned to boston scientific for analysis. The field representative noted they would discuss with the physician to schedule the procedure. Additional information was received indicating the icm device was explanted and replaced with a new icm device due to the initially reported connection issue. No adverse patient effects were reported. The explanted icm device has been returned and analysis has been completed.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. It was confirmed the icm could not be communicated with. Stored latitude data was reviewed, and no faults had been recorded. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the reported communication issue.

Manufacturer narrative:
This report is report is being submitted to correct the outcomes attributed to adverse event field (b2) in section b, adverse event/product problem.

Event description:
It was reported that the patient called boston scientific technical services (ts) because there was a connection issue with the ios patient app. Ts provided troubleshooting guidance: several connection checks were attempted, but they all failed, since the patient app was unable to connect to the insertable cardiac monitor (icm) device. Since the issue could not be resolved despite the assistance ts provided, ts referred the patient to the clinic to get their icm device checked. Subsequently, the patient called ts again, since the health care professional (hcp) had instructed them to attempt additional troubleshooting before scheduling an appointment. Ts provided further assistance, but they were unable to resolve the issue, since the patient was still unable to connect to the icm device. A future call was received, in which the patient was at the clinic, and the field representative was attempting to resolve the connection issue. The field representative attempted to connect to the icm device using the ios patient app and the clinic mobile monitor (cmm) but they were unable to do so. The patient confirmed they were able to locate their icm device implant; then, ts instructed the field representative to allow several minutes for the icm device to reset, and to perform a final attempt using a patient mobile monitor (pmm). The patient called ts back for assistance setting up the pmm, ts walked the patient through the setup process, but it could not be completed since the pmm was also unable to connect to the icm device. Due to the unresolved connection issue, ts discussed this icm device should be explanted and returned to boston scientific for analysis. The field representative noted they would discuss with the physician to schedule the procedure. Additional information was received indicating the icm device was explanted and replaced with a new icm device due to the initially reported connection issue. No adverse patient effects were reported. The explanted icm device has been returned.

Event description:
It was reported that the patient called boston scientific technical services (ts) because there was a connection issue with the ios patient app. Ts provided troubleshooting guidance: several connection checks were attempted, but they all failed, since the patient app was unable to connect to the insertable cardiac monitor (icm) device. Since the issue could not be resolved despite the assistance ts provided, ts referred the patient to the clinic to get their icm device checked. Subsequently, the patient called ts again, since the health care professional (hcp) had instructed them to attempt additional troubleshooting before scheduling an appointment. Ts provided further assistance, but they were unable to resolve the issue, since the patient was still unable to connect to the icm device. A future call was received, in which the patient was at the clinic, and the field representative was attempting to resolve the connection issue. The field representative attempted to connect to the icm device using the ios patient app and the clinic mobile monitor (cmm) but they were unable to do so. The patient confirmed they were able to locate their icm device implant; then, ts instructed the field representative to allow several minutes for the icm device to reset, and to perform a final attempt using a patient mobile monitor (pmm). The patient called ts back for assistance setting up the pmm, ts walked the patient through the setup process, but it could not be completed since the pmm was also unable to connect to the icm device. Due to the unresolved connection issue, ts discussed this icm device should be explanted and returned to boston scientific for analysis. The field representative noted they would discuss with the physician to schedule the procedure. Additional information was received indicating the icm device was explanted and replaced with a new icm device due to the initially reported connection issue. No adverse patient effects were reported. The explanted icm device has been returned.